Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that there were no issues. The medtronic representative provided additional training to the site as a precaution.

Event description:
A site representative reported that microscope was not verified. The site attempted to verify it several times without success. Navigation was discontinued as a result. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.